Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle cannula broke off. The following information was provided by the initial reporter : the consumer reported the new 2nd gen pen needles hurt when she injects and the needle broke off after injecting, not in the skin but scratched the top of the skin so no medical attention needed. Date of event : unknown. Samples status : awaiting sample.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-31. H6: investigation summary: customer returned 3 used 4mm, 32 gauge pen needles from lot 1012827. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured at 0.0093 in, 0.0091 in, and 0.0093 in. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected. 2 of the 3 samples returned featured bent needle tips. Only a small portion of the distal tip of the cannula was found to be bent. This damage is possible as the result of use and may also happen if the cannula comes into contact with other surfaces. Flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. Additionally, none of the needle tips were found to be broken. The needles were found to be within specifications, though may have become damaged at their tips as a result of use. Two additional 4mm, 32 gauge nano pen needles were returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of needle breakage as none of the needles had broken. Root cause of the damage cannot be confirmed using the sample and information provided. The damage to the cannula tip observed may occur during use or unintentional contact with a hard surface.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle cannula broke off. The following information was provided by the initial reporter : the consumer reported the new 2nd gen pen needles hurt when she injects and the needle broke off after injecting, not in the skin but scratched the top of the skin so no medical attention needed. Date of event : unknown. Samples status : awaiting sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle cannula broke off. The following information was provided by the initial reporter : the consumer reported the new 2nd gen pen needles hurt when she injects and the needle broke off after injecting, not in the skin but scratched the top of the skin so no medical attention needed. Date of event : unknown. Samples status : awaiting sample.